Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify back light anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Device received stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. The customer's blood glucose level was unknown. The customer reported that the escape and bolus buttons were hard to press and sticky. The insulin pump had button errors, random unexplained no delivery alarms, dimmed backlight stripped threading on battery cap and battery life lasts only 1-2 days. The insulin pump will not be returned for analysis.